Event description:
It was reported that using a left radial artery access approach during a procedure of the moderately tortuous, moderately calcified mid right coronary artery (rca) with a significant bend in the artery proximal to the lesion; direct stenting was attempted and the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced several times but could not cross the lesion due to the anatomy. The sds was being withdrawn when it was noted that the stent implant had dislodged and remained in the proximal portion of the vessel. An unspecified balloon dilatation catheter (bdc) was inserted and the stent was deployed with good apposition; the primary lesion was dilatated and treated with balloon angioplasty (poba) with a satisfactory result. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.